Manufacturer narrative:
We have received the device for evaluation and we have confirmed the reported incident. We observed that both common carotid balloon and internal carotid balloon inflated non-concentric when they were inflated with its recommended volume of saline. Both balloons were observed to have deflated properly when the saline inside the balloons were aspirated using a syringe. Our manufacturing team does conduct 100% inspection on each device and test them for balloon functionality. Each of the common and internal carotid balloons are inflated with air using a syringe and then inspected to ensure balloons inflate concentric. At this time, we could not conclusively determine the root cause of the defect. It is possible that the balloon was not stretched uniformly during assembly process that led to a non-concentric inflation of the balloons and this defect was missed during the inspection process. We have recently addressed similar issues related to unsymmetrical inflation of the balloons by updating the design of this device which involves addition of an inflation hole which will assist the balloons to inflate symmetrically. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Device was not used for the procedure. The operation was completed using another f3 shunt.

Event description:
During pre-use check, the balloons of the f3 shunt inflated unsymmetrically when the balloons were inflated with recommended volume of saline.